Manufacturer narrative:
The reported device, intended for use in treatment, was not returned to the designated complaint facility for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A relationship, if any, between the subject device and the reported event could not be determined. An analysis of the enclosed images appears to show a spider on a spider cart and an image of serial number 1579 stamped on a spider. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during setup or inspection, the seal in the hydraulic bottles from the spider limb positioner broke and oil started to leak. Event occurred before the procedure; therefore, there was no patient involvement. No further complications reported.